Event description:
The customer reported an uncontained cleaner fluid leak of approximately one (1) ml from the unicel dxh 800 coulter cellular analysis system. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, eyeglasses and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a leak through the probe wash collar (wc420). The fse replaced the probe wash collar and then aligned the probe wash collar to resolve the leak. The repairs were verified per established procedures. (B)(4).